Manufacturer narrative:
A2: age reported is 85 years old. It is unknown if this is current age or time of event. D2a/d2b: type of device unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Party stated that their parent is in the hospital because of the metal in their body. Type of device unknown. Information regarding initial procedure unknown. Also unknown if the patient has been revised. No further information available.